Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology is unk. The pt had a short aortic neck, severely tortuous vessel and the right common disc was wide and stretched. The pt had copd and was not an open repair candidate. It was reported that the pt presented to the ER and the physician diagnosis, the pt had a ruptured aneurysm. However, the CT demonstrated that the aneurysm was not ruptured, but the pt was experiencing symptoms of a ruptured aneurysm. The pt had an 8.2cm aaa and a 6.7cm iliac aneurysm. It was reported that physician first implanted a 28mm aortic cuff in the left iliac, to block off the internal iliac, to prevent the back bleeding of the aneurysm into the 6.7cm left common iliac. The physician then implanted 6 add'l devices successfully; second device implanted was the bifurcated stent. The physician bell bottomed the iliac limbs with aortic cuffs due to the ectatic nature of the iliac arteries. The final angiogram was good. The following day, the pt had expired, an the cause of death is pulmonary embolism. The pt's family elected not to have an autopsy.